Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant surgery, the lens was cracked after it was implanted into the eye. Additional information has been requested.

Manufacturer narrative:
One opened company iii handpiece injector was returned for evaluation for damage to the iol after being implanted into the eye. Photos were provided with the complaint file. Photos provided with the complaint file were review. A review of the device history record traceable to the reported lot number has been performed. The device history record review indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no additional complaints for the reported issue. The handpiece injector was manufactured in june 2015. A visual inspection of the iol handpiece injector was performed and was deemed conforming. A functional thread to barrel engagement check was performed and deemed nonconforming. The plunger shows side to side movement during the thread advancement. The plunger alignment appears to have a slight bend to one side. A dimensional plunger position height check was performed and deemed nonconforming. The plunger position was high. The evaluation does confirm the injector plunger has a high plunger position and a poor plunger movement during advancement for which both conditions would create a higher probability of damaging the lens. The root cause for the nonconforming plunger height and alignment condition is usually from its use or handling, but when and how the plunger position became high and plunger movement poor cannot be determined from this evaluation. The manufacturer internal reference number is: (B)(4).